Manufacturer narrative:
The 1020379-2016-00032 is associated with (B)(6), polident denture cleanser tablets.

Event description:
She mistakenly drank the polident glass [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser tablets was unknown (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. Additional details, this adverse event information was reported on 15 august 2016. The consumer stated she mistakenly drank the polident glass. It was just a little bit to get the pill down. She then realized by taste it was not the water, and then took water instead.